Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of an endo gia adapter standard. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Both reloads had full complements of staples. During functional testing, it was noted that the adapter could not articulate to the left. The adapter was disassembled and a broken weld was noted on the articulation housing that connects the articulation link with the transmission. The broken weld is the result of a missed assembly step. A manufacturing action has been initiated to prevent recurrence. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
There was no information received with this device. Additional information has been requested but not yet received.